Manufacturer narrative:
The impella console was received from the customer and an investigation regarding the returned device has been completed. Logs from the complaint date revealed that the console issued purge disc not detected alarm multiple times. The console was examined. A broken purge disc flag was identified. The purge unit driver connector lock was broken. The purge disc flag was observed to be broken and was the root cause of the inability to detect the purge disc.

Event description:
The automated impella controller (aic) had a purge disc detection issue. This issue occurred during preparation for impella support. There was no patient injury.